Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Many years. Were there any issues experienced with the device in the initial surgical procedure? No. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, complete was a complete transection of the white breakaway washer visually confirmed? Yes. Was a leak test performed? If so, what type and what was the result? Unk. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. How was the postoperative bleeding identified? Unk. How long after the procedure was the bleeding identified? Could not confirm the specific time. Was the bleeding intraluminal or extraluminal? Intraluminal. Was the endoscope used when addressing the bleeding transanal or laparoscopic? Yes. What was the total estimated blood loss (ml)? 1000ml. Was a transfusion required? Yes. What is the current status of the patient? Stable and left from hospital.

Event description:
It was reported that following the laparoscopic radical gastrectomy for gastric cancer, did the transection of esophagus and jejunum, chose 1.5mm, lost 1000ml blood, used electrode to stop bleeding under endoscopy the patient is stable now.